Event description:
It was reported that during a low rectal resection procedure, there was no staple line after firing; only a few formed staples, some open staples detected. The surgeon needed to hand sew the rectum to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? At what location on the tissue? Rectum. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. What color cartridge (white/blue/green) was used (tx only)? Tlh30 used. Where in the green zone was the device fired? (Tl only)? Yes. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed staples. Was proximal and distal control maintained on the tissue during the firing sequence? Unk. Was the staple line inspected for integrity prior to transecting the tissue? Unk. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unk. Was a leak test completed?unk. Is a pathology specimen and/or report available? Unk. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unk. Was the firing to close a side by side anastomosis? No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? No but have not used much the device. Is a pathology specimen available? No. Where was the location of the malformed staples on the ends or in the middle of the staple line? Unk. Where the staple legs unformed or did they have irregular shapes? Open legs and some not completely closed. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.